Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient receiving intrathecal hydromorphone and baclofen via an implantable pump for malignant pain and spine/back. It was reported that the patient had a motor stall and recovery that lasted 7 min. Technical services (tss) reviewed info per known event and the rep did not have enough info with the patient already being discharged to identify if the motor stall was caused by electromagnetic interference (emi) or something internal. Tss discussed monitoring going forward.